Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer's site for system inspection. The cse performed a total service call, and found no system related issues. The luminometer was inspected and cleaned. The wash station was inspected, and the port dispenses/aspirations were checked. The probes, syringes, pumps, tubing, and fittings were checked. Precision checks by the cse after this incident was acceptable. The customer's quality control was in range at the time of the incident, and the issue is considered to be sample specific. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices (abbreviated centrifuge spin time) can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproduced elevated tni-ultra result, pre-analytic factors leading to fibrin interference as the causative agent cannot be ruled out. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result was observed on the evening shift by laboratory supervisor when reviewing troponin patient results. The second drawn tni-ultra result for this patient was normal. The customer performed repeat tni-ultra testing on an alternate advia centaur cp system of the first sample, and the results were normal. A corrected report was issued. There are no reports of adverse health consequences due to the elevated advia centaur cp tni-ultra result.